Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "on (B)(6) 2026, a thoracic surgery patient arrived at the operating room for minimally invasive surgery using the laparoscopy system (endoscopic camera system). During surgery, the monitor suddenly went black". According to the available information, a backup laparoscopy system was subsequently used to successfully complete the surgery. No negative impact in state of health reported.